Event description:
Reporter indicated that magnet swiping of the pt's generator did not initiate magnet mode stimulation. It was reported that the pt's generator was oriented in an oblique fashion and was not parallel with the skin surface. One side of the generator is very shallow and the other side is deep and cannot be palpated through the skin. Treating neurosurgeon plans to interrogate device at next office visit to confirm whether or not magnet swipes are being recorded in device programming history and is considering surgery to either revise generator placement or replace generator.